Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. Six hours post implant, the patient had late onset acute chest pain. Imaging was performed and revealed a small pericardial effusion which was believed to be inflammatory in nature. The patient responded to nsaid's without the need for additional intervention. The patient was kept one extra day for monitoring before being discharged.